Manufacturer narrative:
The pump or cartridge has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the pt) and reported elevated blood glucose (bg) levels. The reporter indicated that the pt's current bg was "376 mg/dl" and she had trace ketones. The pt reportedly changed the set the morning of contact between the reporter and animas rep. The pt was using a new site (l hip area). No evident scar tissue was observed. The sets and cartridges were being changed every 2 days. The reporter denied leakage, blood, redness, irritation or inflammation at skin site. The infusion set was not inserted in area of friction. The pt was reportedly rotating sites in rotation pattern. The reporter denied evidence of a bent or kinked cannula. The luer lock and cartridge cap were secure. No air bubbles, blood, or kinks were observed in the tubing. The reporter confirmed that an 8 unit air bolus was delivered without evidence of air or leakage. She also denied leakage but confirmed air bubbles in cart. The cartridge was at room temp. The pt was correctly inserting the filling needle into vial and was discharging air to pressurize. The pt was filling the cartridges. The insulin was ok. The reporter denied that the pt was reusing cartridges or tubing. The tdd was accurate. The reporter denied missed boluses in history. She confirmed that the I:c ratio, isf, bg targets, and iob settings were correctly programmed. Based on the info provided, this complaint is being reported due to the reporter's claim that the cartridge had air bubbles. There is no evidence however that the alleged issue contributed to a serious injury. The pt's reported symptom and bg reading do not meet animas' criteria for a serious injury.